Event description:
A consumer reports experiencing seeing brown dots, fuzzy vision and glare (especially at night) following bilateral intraocular lens (iol) implant surgery. The consumer was examined by a retinal specialist and was told that he had a macular pucker. He has also had a fluorescein angiogram performed and was told that he had a pucker. The surgeon does not believe these events are lens related. Additional information has been requested. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 08/19/2008, 08/21/2008, 08/26/2008, 09/03/2008 and 09/08/2008 by mail, fax and phone. A completed questionnaire has not been received.